Event description:
Customer reported to beckman coulter, inc. (Bec) that they had an ise (ion selective electrodes) issue with the synchron lxi 725 clinical system (lxi 725). Customer reported that the cigar tube was overflowing. Customer reported that a very small amount of fluid leaked from the electrolyte flowcell out of the analyzer. Customer reported that the lxi 725 system generated erroneous results. Customer reported that the erroneous results were not reported out of the laboratory. Customer reported that patient treatment was not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the waste tubing was pinched behind the ise module. The fse adjusted the tubing.

Manufacturer narrative:
(B)(4).